Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord was damaged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to request onsite service per contract as the power cord was damaged. Per the good faith effort (gfe) response received on february 4, 2026, the power cord had exposed wires, but the device did not fail the electrical safety test. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp ultimately replaced the power cord, performed leakage testing, and returned the device to service as the device passed the required performance verification tests per philips standard. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.